Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following insertion of the intraocular lens (iol), following an implant procedure, determined that the diopter needed adjustment and proceeded to make the change. Additional information has been requested.